Event description:
Additional information was received from the patient. It was reported the leads have been out of alignment since (B)(6) 2019. The hcp is planning to do a revision as soon as elective surgical procedures can resume due to covid_19. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, serial# (B)(6), product type: lead; product ID: 977a260, serial# (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that an x-ray was taken and the leads moved more to the right. The rep reprogrammed the patient using different electrodes and put patient on hd so she would not concentrate so much on stimulation but on pain relief. Issue has been resolved.

Manufacturer narrative:
Continuation of d11: product ID 977a260, serial# (B)(4), product ID 977a260, serial# (B)(4), product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - it was reported that the patient was implanted for sciatica pain for her left leg. Patient stated that the stimulation was just turned on and programmed two days ago and since then patient reported that she only felt the buzzing in her right leg, right side waist, and tingling in both feet. Patient stated that she told the manufacturer's representative (rep). Patient stated that she had two groups a and b and had adjusted however not feeling any stimulation on left side and very little pain relief at leg sciatica since implant. Patient stated that the rep explained that even though patient was not feeling stimulation in her left leg, patient may still experience pain relief on the left side. Patient stated that the rep suggested that patient adjust settings on initial programs and as needed, another reprogramming session can be scheduled. Patient's stimulation showed on. Patient switched to group b and stated that she felt buzzing in her left knee and right side waist and tingling in both feet. Patient stated that when she increased the setting the tingling sensation in her feet increases. Patient stated she left a voicemail to rep earlier today and was waiting for a call back. It was reported this was a sudden change. No further complications were reported/anticipated.